Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and patient's family regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was having an MRI scan unrelated to the stimulator system and therapy. Poor communication was noted. The caller worked with patient programmer and were able to get to home screen display of the programmer. At length work was done to try to access the MRI mode screen but only got as far as initial "mr" screen. When husband of the patient used the patient programmer to try to 'sync' with the ins, they only got the "no telemetry" message on the pp and this did not resolve during the call. It was further reviewed that there was a potential need to meet with patient to interrogate ins and put ins into MRI mode for patient as they had been unsuccessful in doing this during the call. The hcp was going to work with patient to have a manufacturer representative meet with patient to determine MRI eligibility. Patient had rep's number so the hcp was going to call them and set up a meeting time. Further information was received later in the day that hcp spoke to manufacturer rep and it was thought that the patient was head-only MRI eligible. They were scheduling patient for a head scan and the rep was going to meet the patient at MRI appointment and do some education as well as confirm that patient head-only eligibility. No symptoms were reported and no further complications were reported/anticipated.